Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, noise resulting in oversensing and rising pacing impedance was noted on the right ventricular lead. Noise was reproduced during in clinic testing. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient did not experience any adverse effects and was stable prior and post procedure.